Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report is 1423395-2024-00366. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel cracked. The following information was provided by the initial reporter: it was reported by the customer that syringes bust. Medline complaint #: (B)(4). Defect description: syringes bust medline part #: 26005 product description: syr 10ml l/l vendor part #: 301029 lot #: 3305471 date reported: 2/26/2024. Sample received: no sample or photo received for our investigation. Response needed: summary of findings and corrective action. Each complaint incident was notified to the FDA as MDR-30 day. Reference numbers pending. Additional information provided on 03/27/24' 1. Kindly provide the date of event. A. (B)(4) ¿ 02/15/2024 b. (B)(4) ¿ 02/19/2024 c. (B)(4) ¿ 02/26/2024. 2. Kindly confirm is there any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No sample or photos available for any complaint. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No but all were reported to the FDA. Please see MDR reference numbers and details below. (B)(4) ¿ (1423395-2024-00366) no patient involvement, occurred when flushing blood (B)(4) ¿ (1423395-2024-00367) no patient injury but incident occurred when pulling back blood into syringe (B)(4) ¿ (1423395-2024-00368) blood splashed on the mds face and eyes. Md required to have follow up labs due to exposure.

Manufacturer narrative:
Pr (B)(4): follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.